Manufacturer narrative:
A beckman coulter field service engineer evaluated the instrument and found the collar wash valve was defective. Fse replaced collar wash valve to resolve the issue. The internal beckman coulter identifier is (B)(6).

Event description:
The customer reported a contained leak of five milliliters (5 ml) water from reagent probe a on their unicel dxc 600 pro sysnchron system. The operator wore a lab coat, eye protection and gloves while operating the instrument. There was no exposure or death or serious injury associated with this event. There were no erroneous results generated.